Event description:
It was reported that the patient presented for a routine generator change procedure. During the procedure, the set screw of the replacement implantable cardioverter defibrillator could not be tightened. The device was removed and replaced. The patient was stable.

Manufacturer narrative:
The field event was confirmed. The silicone found inside the set screw hex cavity prevented full insertion of the torque driver into the hex cavity. When pressure was applied to tighten the set screw, the hex cavity was stripped. This may have prevented the torque driver from being able to be fully engage the set screw.